Manufacturer narrative:
An event of mild to moderate paravalvular leak and valve migration was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. He device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. Based on the information received, the cause of the reported incident could not be conclusively determined. But the valve's final deployment depth may have contributed to the reported migration. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Subsequent to the previously filed report, additional information was received that the balloon for the pre-dilatation was a 16mm non-compliant non-abbott balloon. The valve migrated slightly after deployment and release of the 3rd retainer tab, but this was considered to be within the allowable range. The valve was not snared or repositioned, and it did not block a coronary artery or arteries. The patient's aortic angle was 44 degrees.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve (serial (B)(6)) was implanted utilizing large flexnav delivery system. The annulus diameter was measured to be 23.4mm. Pre-dilatation performed with a balloon aortic valvuloplasty (bav). The device was implanted at non-coronary cusp (ncc):0mm, left coronary cusp (lcc):3mm. After deployment, a mild-moderate paravalvular leak (pvl) was observed at the transesophageal echo 12 o'clock direction (between ncc and lcc). It was thought the final deployment depth was too shallow. Imaging of the pvl at a later date diagnosed it as a moderate pvl. There were no deployment or retraction difficulties during the procedure. A post-implant balloon aortic valvuloplasty (bav) was not performed. No intervention was performed. The patient remained hemodynamically stable throughout the procedure. The patient was reported as stable.